Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. Similar device product sold in the us.

Event description:
It was reported that "during usage the tip of the dilator got torn. This defect was noted during removal of the device. Therefore, the cvc could be placed."

Manufacturer narrative:
(B)(4). The customer returned one used dilator for evaluation. A visual exam was performed and the tip of the dilator was confirmed to be damaged. Part of the tip was missing and signs of stressing were observed. The damage appears to have been caused by contract with a sharp object or the guidewire. The dilator body was measured and was found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product states to enlarge the cutaneous puncture site with the cutting edge of the scalpel if necessary prior to using the dilator. Based on the information provided and the condition of the returned sample it was determined that the probable cause of this issue is operational context.

Event description:
It was reported that "during usage the tip of the dilator got torn. This defect was noted during removal of the device. Therefore, the cvc could be placed."